Event description:
The event is reported as: alleged issue: turing a trans-vaginal sacrospinous ligament fixation procedure, the needle from the capio suture broke when the doctor tried to deploy the needle through the ligament. According to the customer, nothing broke off and fell into the pt. No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since a valid lot number was not provided. The customer complaint cannot be confirmed due to the lack of product sample and lot number to perform a proper investigation and to determine a root cause. The MFR will continue to monitor and trend relating complaints.